Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been referred by their dentist for a consult that is scheduled for their wisdom teeth oral surgery. They have had increased pain with using of the aligners since the wisdom teeth are impacted. The reported they had to go to the ed because of the pain being so bad. They are unable to wear the aligners. Advised patient to provide diagnostic findings letter when received and pausing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.